Manufacturer narrative:
Complaint (B)(4): samples have been requested from the customer but have not yet been received at the time of this report. If and when customer samples are received, they will be evaluated as part of the complaint investigation. Upon completion of the complaint investigation, a supplemental report will be filed.

Event description:
Customer states tubes were underfilling with a bd butterfly needle. Tubes could only be filled properly using a syringe and transfer device. Multiple patients from the ed had to be redrawn for that tube before another lot number was substituted. Customer reports that the new greiner lot is working properly. No photos available.

Manufacturer narrative:
(B)(4). Received 2rk 454331/b240833t for evaluation. Tubes were verified to be correctly assembled with no deviations observed. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. The complaint could not be duplicated. Corrected data: h6: type of investigation, investigation conclusion; h11: manufacturer narrative.

Manufacturer narrative:
Complaint (B)(4). No samples were received for evaluation. We have no further inventory of the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. The complaint cannot be determined.